Manufacturer narrative:
Zimvie complaint number (B)(4). D9: device availability unknown / not provided. D10. Concomitant medical products boss410, t3® non-platform switched parallel walled implant 4 x 10mm lot 4120003797. H6: event problem codes ¿ patient code: 1994 pain.

Event description:
Doctor reported that implants at tooth sites 36 and 37 were removed with bone sequester (necrosis) due to bone loss with inflammation. Doctor also indicated that implantation was performed symptom-free and without any complications. Patient referred pain. Bone reconstruction/building has been planned.